Manufacturer narrative:
Examination of the submitted device confirmed the reported event. A complaint database search finds no additional reports against the complaint sample product and lot combination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While setting up a case it was discovered that the size 4 mbt revision tray trial was missing the rubber ring from the base of the trial.